Event description:
It was reported that the home patient (hp) reconnected to the home choice (hc) without changing the supplies from the previous set up. Initially, during dwell 4 of 4, the hp disconnected from the hc and turned off the machine. Once the hp turned the hc back on, the hc was at the end of therapy and the hp reconnected and restarted the machine. The technical service representative (tsr) advised the hp to end the current therapy and use manual supplies to finish the therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.